Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high thresholds and a low lead impedance <200 ohms. The device has been capped and replaced.